Manufacturer narrative:
Final device analysis reveals catheter leakage-hole. Proximal catheter piece has multiple small holes located approximately 13cm from the proximal end.

Event description:
It was reported that the patient was experiencing increasing pain which was not manageable on the usual dose of medication. The pump was replaced due to battery depletion; the catheter was also replaced due to possible break or occlusion. The pump contained morphine, baclofen and clonidine. The patient recovered without sequela.